Manufacturer narrative:
A visual inspection confirmed the customer's report as the sample was received in two parts, a separation was identified at the tubing joint of the drip chamber component. A closer inspection of the components identified residual solvent was present, however it appeared to have been unevenly applied. A definitive root cause for the separation could not be determined in this instance; however it is possible that an inconsistent amount of solvent had been applied to the joint during the assembly process, which resulted in a weakened tubing joint.

Event description:
The reported feedback suggests that there was a leakage.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The reported feedback suggests that there was a leakage. The secondary set tubing broke off and the contents of the chemo bag containing carboplatin 400mg in 500ml saline spilled out.